Event description:
A customer reported via phone call indicating that their insulin pump was stuck in the "preparing to prime" loop. The customer stated that the tubing would not stop the filling process. The patient's blood glucose level was unknown at the time of the call. The customer received a no delivery alarm while trying to troubleshoot the issue. The customer was then assisted with troubleshooting the no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.